Manufacturer narrative:
(B)(4). The device was received and an evaluation was performed to investigate the reported event. A review of the event history log verified the occurrence of an increased intra-peritoneal volume (iipv) event. The homechoice device received a returned instrument testing evaluation (rite).  This evaluation included functional and electrical testing of the device. A visual inspection was performed. A review of the service history was performed. Upon conclusion of the investigation, the cause of the reported issue was determined to be use error, tidal total uf removal set too low. The homechoice apd systems trainer¿s guide gives instructions on how to set the tidal therapy settings. A review of the label for the product family will be conducted. Should additional relevant additional information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified. This event occurred in the therapy initiated on (B)(6) 2014 at 01:04:14. During night drain cycle four, the patient's ultrafiltration reading was 2189ml, indicating the home patient drained 1909ml more than their maximum programmed fill volume of 2800ml. No additional information is available.